Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. Correction h6.

Manufacturer narrative:
(B)(4). Date sent: 01/05/2026. D4: batch # y7042t. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned without the tissue stop and with no apparent damage, and the tyvek was returned along with the instrument. The tissue stop was not returned. Upon testing, the device was fired and the clips did not advance into the jaw. The tip of the advancer was noted to be bent. Disassembly confirmed the advancer was bent and ten (10) clips were found inside the clip track. The bent advancer condition may lead to the tissue stop out of position. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch y7042t number, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the surgeon went to fire the clip applier on an artery, it would not fire. Surgeon noted that there was a sharp protruding piece of metal between the tines. Tip of clip applier had broken off on insertion. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the surgeon put the instrument down a 5mm trocar. The surgeon went to fire a clip on an artery but the first clip did not form correctly and fell out of the tip into the patient (clip was retrieved later). Surgeon thought it might have just been a faulty first clip so attempted to fire a second clip. Device jammed and would not fire. Surgeon looked between the tines of the clip endoscopically to see what the issue was and noticed a sharp protruding bit of metal originating from the device. (Sharp metal was in close proximity to a vessel but no damage to the patient occurred). Surgeon went to remove the device from the patient, and the jaws would not close for removal. This means the tip got stuck at the end of the trocar. Surgeon was forced to remove the device and the trocar together out of the abdomen. Surgeon then attempted to separate the device from the trocar outside of the patient. Required significant force, and in the action of separating the two the device tip ripped off the device breaking it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.